Event description:
It was reported patient underwent a left hip revision approximately 14 years post implantation due to metallosis and osteolysis. During the revision, severe metallosis with osteolysis of femur and acetabulum, necrotic tissue, loosening of the shell, erosion around acetabulum, and multiple bony defects in the femur were encountered. All implants, except stem, were replaced. No further complications reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant products: unknown-unknown head-unknown ; unknown-unknown stem-unknown ; unknown-unknown liner-unknown . Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 01288 , 0001825034 - 2022 - 01289. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device location unknown.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected complaint confirmed via medical records reviewed by a health care professional. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.